Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet system displayed a low glucose alert of 51 mg/dl while paired with a dexcom g7, followed by a brief sensor issue alert; a contemporaneous fingerstick measured 78 mg/dl, and the user consumed oral glucose and received education to correct the low and delay meal announcement until glucose was closer to 100 mg/dl. Symptoms included hypoglycemia. Outcomes included no hospitalization and successful self-treatment with oral glucose. Investigation included customer care troubleshooting, fingerstick verification, and guided calibration on the ilet. Investigation of this case revealed a transient discrepancy between sensor glucose and capillary glucose consistent with a brief sensor issue, with no device malfunction of the ilet pump or infusion set identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.